Event description:
Additional information received reported that the event was described as the pump leaked out all of the fentanyl into the patient. They were not sure if it was the device or the person filling it.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an overdose and the patient had two episodes at refills where she got rigid, feet turned in, and oxygen saturation decreases happened five minutes post refill. It was noted the patient¿s first episode was (B)(6) 2013 and this occurred again in (B)(6) 2014. It was further reported with the first episode symptoms the patient went home and the second episode the patient was seen the emergency room/hospital, was diagnosed with overdose and given narcan. The patient responded positively to the narcan. It was noted there had been no volume discrepancies at the (B)(6) 2013 refill and the expected residual volume (erv) was 14.6 ml and the actual residual volume (arv) was 15 ml. At the (B)(6) 2014 refill the erv was 3.6ml and the arv was 2.5 ml. It was also reported the pump had been infusing at minimum rate mode since the (B)(6) 2014 incident. The patient¿s husband mentioned that the patient had a similar episode while in minimum rate mode (lasted all day) since (B)(6) 2014 refill. It was reported the healthcare provider (hcp) was questioning seizure like activity and the patient was hard to move when she had these episodes. The pump was being used to deliver fentanyl. Additional information has been requested; a follow-up report will be sent when it becomes available.